Event description:
Device malfunction: none. Symptoms/ae: alphasia and difficulty following commands. Time of symptoms/ae: in 2006, 1-day after the procedure. It was reported that after a left carotid stenting procedure the previous day, the pt experienced neurological deficits resulting in prolonged hospitalization. The procedural angiogram showed occlusion of the left external carotid with 95% calcified stenosis at the origin of the left internal carotid. The right common carotid had 40-50% narrowing, and the right internal carotid appeared tortuous but patent. The right subclavian artery was at least moderately stenosed, and she had total obstruction of her left subclavian artery. An intrarenal abdominal aortic aneurysm and high grade right iliac stenosis were noted. The aortic arch was uncoiled and calcified. The pt had severe central aortic systolic hypertension with pressures about 220/80. On the evening post procedure, the pt was reported to be alert and neurologically intact. The next day, it was reported that the pt experienced aphasia and difficulty following commands; however, she occassionally completed correct sentences. She had another reported episode 2 days later. According to the md note and discharge summary, the pt was also noted to have had a slight degree of apraxia 1-day post procedure. Neurologic consult indicated a concern that the pt might have suffered a left parietal stroke, although no other gross deficits were apparent at the time of the exam. CT scan of the head showed no acute process. The pt remained stable and was discharged home 3 days later. At the time of discharge she appeared neurologically intact with no obvious deficits in speech, vision, or motor control. Her gait was slightly slow and was reported by her family to be baseline condition. The event was considered resolved on discharge day.